Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that the blade broke during a great toe amputation procedure. It was further reported that the pieces were removed from the patient. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Event description:
It was reported that the blade broke during a great toe amputation procedure. It was further reported that the pieces were removed from the patient. It was also reported that there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.